Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info was requested on 03/02/2011 and 03/21/2011 by phone, fax, and mail. Add'l info was obtained by phone on 02/24/2001 and 03/03/2011. A completed questionnaire had not been rec'd. (B)(4).

Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported that, in his opinion, the device did not cause/contribute to the event and that a potential cause may be rotation. Limbal relaxing incisions (lri) were done at the time of surgery. The iol was implanted by another surgeon. A lens exchange or rotation is planned for this pt. Add'l info has been requested.